Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump stopped while they were away from home and they did not have a back up with them resulting in a four hour delay in medication. The patient reported a cough upon exertion and a headache upon medication restart. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for visual or functional evaluation thus an investigation could not be performed. However, it should be noted that it is the responsibility of the health provider and or caretaker to ensure the proper pump with the proper program is being used in the proper manner at the proper time. At this time, there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Results of this investigation could not confirm the reported issue as no sample was received in which to perform any evaluation. Root cause for this reported event could not be determined as no sample was received to investigate. A device history record DHR review could not be performed in that no specific product was identified.